Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that there was moisture corrosion in the battery compartment. It was also reported that the battery compartment had a "chemical smell." There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. The pump¿s electrical current draws were test and measured within specification. During visual inspection of the pump, it was observed that the battery compartment contained corrosion. The pump was opened and there was moisture damage found on the printed circuit board. The investigation was able to duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.